Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer has alleged that on (B)(6) 2017, a patient strip was found which indicates 9 missing qrs waves with a vital sign annotation of a heart rate of 59 beats/minute but no alarm was triggered under the circumstances. It was unclear if the dropped qrs data represented a physiological condition or a technical data loss issue. There was no alleged harm associated with this issue.

Manufacturer narrative:
The customer reported that retrospective strips for one patient were reviewed and found evidence of "dropped" qrs complexes with a stored hr of 59 on the strip but no stored asystole alarm for the occurrence. The strips are correctly demonstrating a physiological condition of the patient whereby r waves were not present with criteria and beat annotations consistent with an asystole alarm however based on the absence of audit log data for the time frame in question, there was insufficient detail to demonstrate that the alarm was in fact provided. The device has remained in use; the cause of the issue could not be confirmed due to insufficient information. The presentation of a valid hr on the strip at a time when r waves were not present is not a malfunction of the device but is associated with how the hr is captured (onset time vs alert time) within the application/strip. .